Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to suspected air entrapment noise. The therapy was turned off and the patient will continue to be monitored. It was noted that the patient hospitalization was longer than expected. This s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received, a few days later the noise was no longer present. Therapy was programmed back on, the s-ICD system was reprogrammed to the secondary. The patient was discharged. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to suspected air entrapment noise. The therapy was turned off and the patient will continue to be monitored. It was noted that the patient hospitalization was longer than expected. This s-ICD system remains implanted. No additional adverse patient effects were reported.